Event description:
On (B)(4) 2012, the lay user/patient in spain contacted lifescan (lfs) alleging that her onetouch veriopro meter was reading inaccurately high compared to other devices. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue first began in (B)(6) 2012 (when her general physician (gp) exchanged her onetouch ultra easy meter for the subject meter). According to the patient, her blood glucose reading with the subject meter was allegedly '40 units' more than her previous onetouch ultra easy meter; however, results on either meter are not known. The patient manages her diabetes with 40 units of lantus and 10 units of novorapid insulin; however, it is unclear what action the patient took in response to the reported meter issue. Per csr documentation, one week after starting the subject meter, the patient claimed she developed symptoms of dizziness, lack of energy, and headache. It is unclear if the patient administered self-treatment for her symptoms. At an unspecified date/time the patient claimed she obtained a reading of '90mg/dl' with the subject meter and with the same blood drop obtained a reading of '50mg/dl' with the pharmacist's meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. A week later (date/time not specified) the patient claimed the subject meter read '20 units' higher when compared against her gp's meter (readings are not known). On (B)(6) 2012 the patient reportedly had a doctor's office visit with her endocrinologist. According to the csr's documentation, after the endocrinologist viewed the patient's high readings in the subject meter, the physician advised that she increase her diabetes regimen to 60 units of lantus and 15 units of novorapid. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.